Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer was able to reload the same cartridge and resume insulin delivery.